Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent resection and removal of midurethral sling on (B)(6) 2013 by md. It was reported that the patient underwent removal of vaginal tape from right vaginal wall on (B)(6) 2016 by (B)(6) md.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal spotting and discharge. It was also reported that the patient underwent mesh excision on (B)(6) 2009.